Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient faced four events of tubing warped leading to occlusion on (B)(6) 2025. The infusion set was in use for 10 minutes. No further information was available.